Event description:
Blood pressure change was from 132/60mmhg to 77/52mmhg.

Manufacturer narrative:
Symptom of hypotension during transfusion using device appears limited to small cohort of conditions, all of which cause vascular instability, may be any one or serveral of following circumstances: hemodialysis, cardiac surgery, transfusion through central lines and use of medications that result in vascular instability, especially angiotensin converting enzyme inhibitors, and rapid transfusion flow rates. In this specific case the conditions were administration of medication known to give rise to vascular instability (ace inhibitors), hemodialysis, congestive heart failure, and rapid transfusion flow rate. These conditions, per se, do not result in precipitous hypotensive reactions. It appears that some variable in blood component transfused, as well as an unidentified idiopathic factor in pt, must also be present. Pt had previously experienced a hypotensive episode unrelated to transfusion or device. It is unclear as to whether when preceding condition and/or practices exist in proper configurations, whether device also plays contributing role in reaction observed. There has been no correlation between mfg lots and these reactions. Lot number was not identified by user, not was the device returned. Accordingly, evaluation of mfg and field histories could not be achieved. This category of reactions appear limited to small number of health facilities. Although these reactions cold be consistent with presence of a short-lived biological modifier, no evidence of such modifier has been confirmed in these instances. Specific cause of this low frequency hypotensive reaction remains unidentified. Health care facility reported that, following meeting with co technical representiatives, maximum allowed flow rate of transfusion during hemodialysis, was reduced, and subsequently no hypotensive reactions have been reported.